Event description:
It was reported that during a cholecystectomy procedure, there were malformed clips. The clips were delivered but malformed. The malformed clips were removed and a new applier was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer, malformed clip. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. During the second firing sequence a double feed incident occurred causing unformed clips; however, it could not be determined what may have caused this condition. The remaining clips were conforming according to manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
Info received indicates the rear brake caster is no holding in brake properly.

Event description:
The customer reported that they heard a loud pop and smoke coming from the generator.